Manufacturer narrative:
Updated: d9 (device availability), g3 (date received by manufacturer), g6 (type of report), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions). Added: h2 (type of follow-up report). The device involved in this case was received for evaluation. The report of "inaccurate values" was unable to be confirmed. As received, no visible damage was observed from the sensor. Additionally, it was observed that the sensor was returned without attached liner. No visible damage or contamination was noticed from the connector area. Then, sensor monitored sto2 on hemosphere monitor without any error message. Both sto2 value and signal quality index (sqi) were stable. Based on further investigation performed by the engineers, a definite root cause could not be identified for the issue. Based on the available information, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after incision and sternal opening in a pediatric patient, the values provided by these fore sight sensors placed on the right and left side of the forehead decreased suddenly to approximately 45% (manufacturer references (B)(4)). There was no change in hemodynamic constants, that remained normal, as well as percutaneous oxygen saturation that was 100%. Also, the value of the venous saturation from a blood sample taken for gas analysis from the central jugular venous line was 63%. The frontal sensors were checked and confirmed to be perfectly stuck. During extracorporeal circulation values dropped at times to 35%. At the end of the procedure, during sternal closure, the values increased to 55% on the fore sight sensor placed on the right side but remained low on the left side. It is unknown if there was error message displayed. After an attempt to change the position of the head, the issue persisted. Replacing the sensors the issue was solved. There was no allegation of patient injury.